Event description:
It was reported that the mobile programmer displayed an error message when attempting to send reports to universal serial bus (usb). The issue was resolved by restarting the mobile programmer application and the hosting tablet. It was also noted that an old report was displayed on the mobile programmer and this report could not be sent or browsed and the mobile programmer application either forcibly terminated or displayed an error message. The mobile programmer remains in use. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID 24967; serial #(B)(6); product ID m01a01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.